Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 26-feb-2018 device evaluation: the device has been returned and evaluated by product analysis on 15-feb-2018 with the following findings: on investigation, the battery compartment was confirmed to be cracked. On investigation, the pump powered on with functional audio tone and vibration; however, the display screen remained blank due to a failed electronically erasable programmable read-only memory microchip. Investigation did not duplicate the alleged power issue.